Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net with loss of ventricular capture on the implantable cardioverter defibrillator. It was noted that the device had autocapture settings on. The patient was contacted for a follow up and he expressed he was experiencing fatigue and soreness at the incision site. On (B)(6) 2020, the patient presented to the clinic for a follow up. Upon interrogation, there was normal capture with autocapture settings still on. Additional tests and measurements were performed and found all to be within normal limits. There were episodes of non-sustained oversensing caused by detection of intermittent capture with the autocapture algorithm turned on. The device was reprogrammed to ensure consistent capture and an additional diagnostic setting was added. Afterwards, isometric testing was performed and a consistent and stable capture was confirmed. The patient was scheduled for continued normal monitoring. There were no further issues at this time.